Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0brx7, implanted: (B)(6) 2013, product type: lead. Product ID 3889-28, lot# va0bnm3, implanted: (B)(6) 2013, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a gradual onset of an infection at the pocket site of their implantable neurostimulator (ins). It was noted that the ins therapy was working fine but the patient had not been moved and developed ulcers. The ins had eroded (¿wore through¿) the skin. The entire ins system was explanted by their physician. Follow up information received on july 1, 2015 indicated that it was unknown if the issue was resolved. If additional information is received, a follow-up report will be sent.